Manufacturer narrative:
Results: drive nut, torque tube weldment.

Event description:
It was reported by service report that the fowler motion was not working correctly. It is unknown if there was patient involvement or if there are adverse consequences to report.